Event description:
It was reported that this right atrial (ra) lead was fractured and triggered unipolar configuration with brief episodes of atrial noise. There was no pacing inhibition nor asystole. The lead was reprogrammed for optimization. No adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right atrial (ra) lead was fractured and triggered unipolar configuration with brief episodes of atrial noise. There was no pacing inhibition nor asystole. The lead was reprogrammed for optimization. No adverse patient effects were reported. The lead remains in service. Additional information was received that this ra lead was explanted and returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right atrial (ra) lead was fractured and triggered unipolar configuration with brief episodes of atrial noise. There was no pacing inhibition nor asystole. The lead was reprogrammed for optimization. No adverse patient effects were reported. The lead remains in service. Additional information was received that this ra lead was explanted and returned to boston scientific. No additional adverse patient effects were reported.